Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having fungal yeast infection at the battery site. Symptom of discharge from incision was noted. It was also reported that it was unknown if the device, and procedure, that may have caused infection. The patient was placed on antifungal medication.